Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the patient undergo any preoperative radiation or chemo therapy? Can you further describe the pancreatic tissue state? Does the surgeon feel that the pancreatic tissue was thicker than usual? What was the product code of cartridges used? Was the retaining cap kept on while loading? When was the damage to the portal vein identified? Is it known how the damage occurred? Does the surgeon believe that the damage was caused by an ethicon device? Does the surgeon wait 15 seconds prior to firing? What is the surgeon¿s experience with device? Was buttressing material used? What is the current patient status?

Event description:
It was reported that during an open distal pancreatectomy with splenectomy procedure the first two devices, each on their first firing attempt, were fired at maximum articulation, the battery sounded dead, and the device did not fully advance. The devices did not cut or staple. The customer attempted to fire the second stapler twice with the same result each time. Procedure was completed with a covidien device. It was also reported that the resident who was using the devices damaged the portal vein with one of the staplers, though it was unknown if happened with an ethicon or covidien stapler. A vascular surgeon was called in to the operation to repair the damage. The patient was transfused with 8 units of blood. There was no reported change to the patient's post-operative care.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: did the patient undergo any preoperative radiation or chemo therapy? I don¿t know. Can you further describe the pancreatic tissue state? The surgeon indicated that it was not any thicker then normal. Does the surgeon feel that the pancreatic tissue was thicker than usual? No what was the product code of cartridges used? Ecr60d was the retaining cap kept on while loading? Yes when was the damage to the portal vein identified? From my understanding, after the competitive device was used to transect the pancreatic tissue. Is it known how the damage occurred? From my understanding, while a stapler was being positioned to fire, that¿s when the damage occurred. Does the surgeon believe that the damage was caused by an ethicon device? No does the surgeon wait 15 seconds prior to firing? Yes what is the surgeon¿s experience with device? He has experience using the device was buttressing material used? No what is the current patient status? While speaking with the physician a week following the surgery, he indicated the patient was ok.